Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found to be covered under periodic summary reporting and not individual 3500a reporting. This event will be captured on the periodic summary report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be covered under periodic summary reporting and not individual 3500a reporting. This event will be captured on the periodic summary report.

Manufacturer narrative:
Determined medwatch report was needed on september 25, 2016. Changed from a psr to individual report. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a variable angle hand case on (B)(6) 2019 a cortical screw head sheared off during placement. The surgery was completed successfully with additional screws. Concomitant device reported: unknown plate (part #: unknown, lot #: unknown, quantity #: 1). This is report 1 of 1 for (B)(4).